Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to hospital for follow-up, false vf episodes with noise were observed. Review of session records revealed non-physiological noise signals. Potential lead damage was suspected. Lead revision was recommended. Physician followed-up with the patient and there were no similar episodes. Physician decided to monitor the lead.